Manufacturer narrative:
On (B)(4) 2013 upon further review the date the manufacturer received information was noted incorrectly in initial report. Supplemental MDR initiated for correction of date.

Event description:
It was reported, the wires in the neck were too tight causing discomfort when rolling over in bed. Upon examination it was noted the extension wires were visible and tight. It was noted as related to the device or therapy and unlikely related to the implant procedure. Symptoms included discomfort in the neck. It was also noted, the patient¿s stimulator migrated within their chest when the patient moved. It was noted as related to the device or therapy and possibly related to the implant procedure. No actions were taken for the extension or the stimulator. It was noted the event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced implant site pain, medical device discomfort and medical device "complication." It was noted that the patient¿s outcome was ongoing with no further action needed as of (B)(6) 2013. It was also reported that the previously device event of extension wires were too tight was not applicable as of (B)(6) 2013.

Manufacturer narrative:
Product ID 3389s-40 lot# v734519, implanted: 2012 (B)(6); product type lead product ID 3389s-40 lot# v734519, implanted: 2012 (B)(6); product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).